Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, high, inadequate capture threshold issue was observed on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted during a normal routine device change out procedure. Patient was stable throughout the procedure and will be followed up normally.

Event description:
New information received on july 30th, 2018 states that noise was also observed on the rv lead.